Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out of the vessel¿ could not be confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two prostyle devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation interventional (tavi) procedure. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly, when pulling on the suture of one of the prostyle devices for closing, the suture came out. The suture didn¿t stay in the vessel. The other preplaced suture was successfully advanced but did not fully achieve hemostasis of the large hole. Manual compression was used to ultimately achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.